Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the device did not reach the expected longevity estimate calculated at the last check. The patient was asymptomatic. An in-house calculation was performed and the longevity appeared to be normal for the life of the device. The estimate from the last check may have simply been overstated. The patient was stable.